Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: according to imaging review a repair of an extent 1 thoracoabdominal aneurysm (taaa) has been performed with an ¿elephant trunk¿ graft of the aortic arch, two tx2 devices and a branched/fenestrated cmd for coverage from the descending thoracic aorta to the infrarenal abdominal aorta. There is a large type 3a endoleak due to loss of overlap and complete distraction of the distal tx2 component and the proximal cmd. The angiography images from the time of repair do not show the overlap between the distal tx2 and the cmd. Possible causes for the endoleak could be inadequate overlap at the time of repair or aortic remodeling or lengthening due to progression of disease, resulting in complete distraction of the two components. The exact cause of this endoleak cannot be determined from the images provided. Additional information and imaging to determine root cause was requested but not provided. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: pt had a thoracoabdominal aneurysm repair on (B)(6) 2015. Case went as planned, with 3 stent overlap between the 2nd tevar graft and the cmd. The cmd had no fixation barbs. Patient has now returned with dislocation between these two pieces. Additional information received (B)(6) 2017: physician did the repair today by bridging the gap with a zta-p-36-161. Unfortunately there were no 36 mm or 34mm distal thoracic pieces available in the country. Otherwise he would have considered using one of those. Patient outcome: the patient will require an additional procedure due to this occurrence: physician plans to treat with tevar piece bridging gap. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.